Manufacturer narrative:
(B)(4). The device was not returned for analysis. The supera instructions for use, states: under fluoroscopy, continuously and slowly retract and advance the thumb slide multiple times. Each full advancement of the thumb slide will only deploy a short section of the stent. Shorter thumb slide advancements may provide greater control versus full thumb slide advancements. Confirm under fluoroscopy that the entire supera stent has fully emerged from the outer sheath and is released. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. The investigation determined that the reported difficulties were related to operational context/user technique. It is likely that inaccurate delivery was the result of failing to confirm under fluoroscopy the placement of the stent during release causing the stent to be inadvertently deployed prior to the target lesion. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mildly tortuous, moderately calcified, distal, superficial femoral artery to proximal, popliteal artery with a 5.0 x 60 mm supera self-expanding stent system (sess). The sess was advanced toward the lesion, but reportedly the release of the stent was not confirmed by the physician and the stent was inadvertently deployed prior to the target lesion. A new supera sess was used to successfully treat the target lesion. There was no clinically significant delay in the procedure. No additional information was provided.